Event description:
During a bedside bronchoscopy, an issue with the suctioning device arose. There was not adequate suction through the scope. Wall mount was changed, scope was switched out; multiple canisters were also changed. After confirming that the wall suction was adequate and the scope in working order, dr. Noted that the suction after the canister was not strong enough. There seems to be an inadequate seal on the current canisters to allow the suction to work appropriately. Anesthesia was in the room and he stated that this has occurred multiple times in the operating room as well. Though the patient was not injured in any way, this could have posed a serious threat if the procedure was more in depth.

Event description:
During a bedside bronchoscopy, an issue with the suctioning device arose. There was not adequate suction through the scope. Wall mount was changed, scope was switched out; multiple canisters were also changed. After confirming that the wall suction was adequate and the scope was in working order, dr. Noted that the suction after the canister was not strong enough. There seems to be an inadequate seal on the current canisters to allow the suction to work appropriately. Anesthesia was in the room and he stated that this has occurred multiple times in the operating room as well. Though the patient was not injured in any way, this could have posed a serious threat if the procedure was more in depth.